Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of less than 10 mg/dl, two seizures, vomiting, and nausea. Cause of bg level was unknown; however customer indicated bg lowered after they delivered a bolus. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.